Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating. Additionally, it was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy.